Event description:
It was reported mode switching due to over sensing on the atrial lead. It was also questioned why the episode was recorded but not listed on the quick look screen. The lead remains in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.